Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 679 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer experienced symptoms such as positive results in ketones test, nausea, vomiting, abdominal pain, difficulty breathing as a result of high blood glucose. Customer treated high blood glucose with manual injection. Customer was alleging that the insulin pump had possible pump under delivery. Customer also stated that the high pressure test was passed. Customer declined to perform a care link upload the insulin pump will not be returned for analysis.